Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a catheterization procedure, arteriotomy closure of an unspecified vessel was attempted using a starclose se device. Reportedly, the device was successfully deployed and the clip of the starclose se device achieved hemostasis. Difficulty was felt removing the device from the patient anatomy. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. There were no reported adverse patient sequelae. The technician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.